Event description:
During a coronary stent procedure of a pre dilated lesion, the shaft of the delivery device broke. The physician encountered significant resistance while attempting to cross the lesion. After several attempts to cross the lesion, the shaft of the delivery device broke and was removed without incident. No pt injuries or complications were reported.